Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported to technical services that the patient could not feel vibration when the patient notifier was tested. The patient notifier was tested several times and no telemetry interference was observed. Additional testing was recommended. The device will be monitored.